Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used. The tamper seal was not broken. Review of the event history log (ehl) show motor service due alarm. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the motor counter indication. As a result, the software was reloaded and the motor counter was reset. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported that the pump exhibited issues. No patient injury was reported.